Event description:
The affiliate reported: I was informed today of a situation with one of our valves which has split during a revision. As a result the surgeon wishes the valve to be investigated. Can you please issue a complaint number. I will arrange for the valve to be returned for investigation. (B)(6) 2014. On disconnecting proximal catheter from valve to revise previously misplaced catheter, proximal connector on valve snapped, necessitation extention of wound to a allow valve replacement.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve was visually inspected and the proximal connector was missing. No damage was found with the silicone housing. The silicone housing has taken the form of the connector. The connectors are molded into the silicone housing and pull tests are conducted on each lot and the lots are also tested for leaks at (B)(6). Further examination of the valve revealed the presence of biological debris within the device. This biological debris has caused an occlusion within the valve and it was not possible to irrigate, leak test, or pressure test the valve. Review of the device history records confirmed that the valve conformed to specifications when released to stock. The root cause of the problem concerning the connector could be due to wrong handling, but this could not be confirmed. No split was found. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.